Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no instrument errors occurred at the time of the event. The customer used a stat spin for 3 minutes to centrifuge the sample, but the speed used was not provided. The dade innovin instructions for use (IFU) states to "centrifuge the blood specimen at 1500 x g for no less than 15 minutes at room temperature". Inadequate mixing, centrifugation or other mishandling of the sample cannot be ruled out as contributing factors to the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result was obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The discordant result was reported to the physician(s). The same patient sample was repeated for pt two more times that day, recovering lower than the initial result. The sample was then remixed and respun, and was repeated two more times for pt, recovering lower. The patient was redrawn that day, and the redrawn sample was run for pt, matching the lower results obtained after remixing and respinning the initial sample. This result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time results.